Event description:
This is a spontaneous report, by a nurse in the USA, of a patient that had experienced a break in aseptic technique and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. During a call with baxter customer services, the following was reported. On an unreported date, patient experienced a break in aseptic technique. The patient was not hospitalized for peritonitis. The patient was treated with vancomycin, 2 grams, intraperitoneally (ip), every five days (duration unreported). Per the rn, the peritonitis was not related to baxter solutions, devices or disposable products. There was a breach in aseptic technique and the home patient (hp) was retrained. The patient was reportedly recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This condition was confirmed, as it was reported that there was a breach in aseptic technique. The cause of the breach in aseptic technique was use error. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.